Manufacturer narrative:
The event occurred in india during routine check. It was reported that hl20 displayed the error message: ¿ad-conv¿. No harm to any person was reported. A getinge field service technician (fst) was onsite for an investigation. The fst confirmed the error message: ¿ad-conv¿ and found that ¿atr-mode¿ ist not available on any pump. The motor control board and pump control board were replaced which solved both failures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the instructions for use hl 20 version 02 in chapter 5.8 checklists the pump modules must be checked before every application and ensured that the selected modes are suitable and safe for the application and the patient. Error message: "ad-conv": a similar case was already investigated by the getinge life cycle engineering on 2023-09-14. The ad-conv error is caused by a failed adc test. This test is carried out in the control board by the microcontroller, where a signal generated in the motor control board is tested. Therefore the most probable root cause was determined as a defective component in the motor control board. No arterial mode: a similar complaint has been already investigated by getinge life cycle engineering on 2017-10-12. The most probable root cause is a defect of two opto couplers. This typically happens if a pump is placed on an active pump socket (hot plug) or if it is removed from one. In addition based on the age of the device and spare parts motor control and pump control board (over 10 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2026-01-14 for the period of 2014-10-22 to 2025-12-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-10-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: ad-conv and no art mode available" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was onsite for investigation of the device. The fst confirmed the error message: ¿ad-conv¿ and also found that ¿atr-mode¿ ist not available on any pump. The motor control board and pump control board needs to be replaced. Further investigation is ongoing. As soon as new information is received a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that hl20 displayed the error message: ¿ad-conv¿. No harm to any person was reported. According to the instructions for use hl 20 version 02 in chapter 5.8 checklists the pump modules must be checked before every application and ensured that the selected modes are suitable and safe for the application and the patient. Therefore, this failure will be detected prior to use. The error message "ad-conv" can lead to an unintentional pump stop therefore a report is required. Complaint ID: (B)(4).